Event description:
It was reported that during a da vinci assisted surgical procedure, the tip of the fenestrated bipolar forceps would move in the opposite direction than what the surgeon intended. The procedure was completed by converting to a new dv system with no patient harm or injury and a delay of less than 15 minutes. Isi followed up with the initial reporter and obtained the following additional information: . The procedure was completed with a backup instrument.

Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# k142201100292) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 12 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Failure analysis (fa) investigation confirmed that the broken pitch cable can cause imprecise motion rather than non-intuitive motion as previously noted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint ¿fenestrated bipolar forceps would move in the opposite direction¿. The instrument was found to have a broken distal pitch cable at the distal clevis hub. The housing was removed from the back end, and no damage was observed. The broken pitch cable can result in non-intuitive motion and engagement failure. The common causes of the failure mode broken distal instrument pitch cables are attributed to a component failure. The cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The complaint regarding the tip of the fenestrated bipolar forceps would move in the opposite direction was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.